Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a2 (age, birth date), b7, d4 (procode,lot,expiration,UDI) and h4. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: a1, d1, d2, d10.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination.this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed andthe investigation will be re-opened as necessary. Device history lot ==> device history reviews for asr platform have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a4, b5, b7, d10 concomitant, h6 health effect - clinical code. H6: metal related pathology (e1618) is being utilized to capture blood heavy metal increased & metal poisoning. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: a2 dob.

Event description:
Medical records received. After review of the medical records, the patient was revised to address hip pain, stiffness, fracture at the base of the femoral component, and metallosis. The operative note reported a broken femoral component, there was a large cyst in the greater trochanter. There was a hole through the anterior superior region of the greater trochanter. Thorough debridement and removal of all metallosis. Clinical visit reported swelling, fatigue, limited rom, strength, altered gait, and difficulty with arm flexion. Elevated metal ions suffering a metal poisoning.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with this report was not returned to depuy synthes for evaluation. All available x-rays were reviewed, and no evidence of implant fracture, disassociation, or anything indicative of a device nonconformance was found. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot device history reviews for asr platform have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b7. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
On (B)(6) 2007 medical records report the patient had a left hip resurfacing with depuy asr. On (B)(6) 2011 the patient was noted to have a resurfaced hip revised to a total left hip due to failure on the femoral side, fracture of the femoral neck.¿ sticker sheets note the patient had a pinnacle cup, marathon poly liner, metal femoral head, summit stem, 2 pinnacle screws and an apex hole eliminator implanted. Legal document notes that the patient was revised due to pain, and failure of fracture of the base of neck, metallosis, metal debris and a large cyst, reaction to metal ion levels, adverse local tissue reaction".

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, ¿litigation record received. Patient alleges pain, develop cyst around the stem, an x-ray confirmed failure of the femoral component and sustained a fracture at the base of the femoral component. After revision, patient continued to experience pain, developed cyst as a result of metal and patient underwent further surgery for removal of bony exostosis on (B)(6) 2015, but it is unknown what products were removed and implanted. Patient continued to experienced pain and suffering and affect quality of life and ability to earn income and difficulty with walking and continued to have elevated levels of heavy metals in patient's bloodstream but it is unknown which products were removed during first and second revision and it is unknown if the products implanted during revisions were depuy doi: (B)(6) 2007 - dor: (B)(6) 2011 (left hip)¿. The product was not returned to depuy synthes; however, photos were provided for review. See attachment (B)(4) radiology records ad (B)(6) 2023". All available radiological images were reviewed, and no evidence of implant bearing wear, fracture or anything indicative of a device nonconformance was found. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the total asr fem imp size 53 would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: there is no evidence suggesting manufacturing or material error as a potential cause for the incident involving the asr platform. Where the product and lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation record received. Patient alleges pain, develop cyst around the stem, an x-ray confirmed failure of the femoral component and sustained a fracture at the base of the femoral component. After revision, patient continued to experience pain, developed cyst as a result of metal and patient underwent further surgery for removal of bony exostosis on (B)(6) 2015 but it is unknown what products were removed and implanted. Patient continued to experienced pain and suffering and affect quality of life and ability to earn income and difficulty with walking and continued to have elevated levels of heavy metals in patient's bloodstream but it is unknown which products were removed during first and second revision and it is unknown if the products implanted during revisions were depuy. Doi: (B)(6) 2007 - dor: (B)(6) 2011 (left hip).